Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has cloudy vision. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).